Manufacturer narrative:
Omit : concomitant med prod data(8015), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a patient was on heparin IV drip per anti-xa nomogram. The last anti-xa level (drawn at 1015) was 1.09, which required the nurse to stop the drip for two hours then decrease dose by 3 units/kg/hr. The nurse stopped drip at 1125 and placed the pump on "delay for 120 minutes," and selected "callback before and after" option. The nurse expected the pump to alarm "delay complete" around 13:25, but the nurse reportedly was in another patient's room and was unable to hear the alarm rang. When the nurse hand-off the patient care at 1450 to incoming nurse, it was realized that the pump had been restarted at the prior rate of "12 units/kg/hr." It was reported that neither the patient nor co-workers had any knowledge of who restarted the pump or when. The nurse expected the pump rate to decrease to 9 units/kg/hr. At the time of restart. Upon discovery of the issue, the nurse stopped the drip, notified charge rn and pharmacist for advice. It was reported that the advice was to set the pump to the correct/expected rate, and then recheck anti-xa level in 6 hours. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a patient was on heparin IV drip per anti-xa nomogram. The last anti-xa level (drawn at 1015) was 1.09, which required the nurse to stop the drip for two hours then decrease dose by 3 units/kg/hr. The nurse stopped drip at 1125 and placed the pump on "delay for 120 minutes," and selected "callback before and after" option. The nurse expected the pump to alarm "delay complete" around 13:25, but the nurse reportedly was in another patient's room and was unable to hear the alarm rang. When the nurse hand-off the patient care at 1450 to incoming nurse, it was realized that the pump had been restarted at the prior rate of "12 units/kg/hr." It was reported that neither the patient nor co-workers had any knowledge of who restarted the pump or when. The nurse expected the pump rate to decrease to 9 units/kg/hr. At the time of restart. Upon discovery of the issue, the nurse stopped the drip, notified charge rn and pharmacist for advice. It was reported that the advice was to set the pump to the correct/expected rate, and then recheck anti-xa level in 6 hours. There was patient involvement but no harm.